Event description:
User was sitting in a bounder wheelchair when the right arm gave way. He fell out of the chair, hitting his head and sustaining burns from the motor. Preliminary evaluation by the dealer indicates that the rear arm bracket was knocked loose - - probably from some sort of blow or collision. This weakened the bracket connection and when the user leaned on the arm, it gave way.